Event description:
It was reported via merlin.net transmission that the device was showing non-sustained lead noise due to pos-paced t-wave oversensing. This was noted on stored egm. Patient was asymptomatic. Programming changes were made, and no further issues were reported.

Event description:
It was reported via merlin.net transmission that the device was showing non-sustained lead noise due to pos-paced t-wave oversensing. This was noted on stored egm. Patient was asymptomatic. Programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.